Event description:
It was reported that the patient presented for lead revision procedure upon discovering that their right ventricular (rv) lead exhibited high capture threshold and r-wave amplitude variation. During the procedure, it was found that the rv lead helix failed to both extend and retract. The lead was then explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events of high pacing threshold and r-wave amp variation were not confirmed while the reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece. Final analysis found the helix retracted clogged with blood/tissue, and the inner coil inside the connector region was over torqued consistent with procedural damage. No other anomalies were found.